Event description:
Patient reported issues with her pump's bluetooth connection to her dexcom device. There was no adverse impact to the customer's blood glucose level. An attempt to contact patient to offer technical assistance and begin the process for obtaining a new pump, as the current one went out of warranty on august 18, 2024, but was unable to reach her. Further follow-up was planned by the technical support team.